Event description:
It was reported the pt experienced a shocking or jolting sensation from their device following an strenuous activity and "when the device becomes low". It was stated that palpating the area caused changes in stimulation. It was also stated impedances on the device were >3,600 ohms. The pt's device was subsequently replaced. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.